Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that during device upgrade externalized conductors were observed. Patient was asymptomatic and no electrical anomalies were noted. Lead was explanted.